Event description:
The customer reported that the central nurse's station (cns) was locked up. There was no patient injury reported

Manufacturer narrative:
The customer reported that the central nurse's station (cns) was locked up. Technical support (ts) asked the customer to reboot the unit and once it rebooted it worked fine. The customer later reported that they were missing the record icon, so ts had the customer disconnect and reconnect the recorder and then they were able to use it. Apparently, the customer had not rebooted the cns in at least 6 months. Ts advised the customer that the cns should be rebooted once every 90 days. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) was locked up and unresponsive. Technical support (ts) had the customer reboot the cns, which resolved the issue. No patient harm was reported. Investigation summary: the issue of the cns having been locked up was resolved after rebooting the system. The customer stated that the cns had not been rebooted for at least 6 months. Long runtimes are known to cause instability in the system. It is recommended in the operator's manual for the cns that the system be rebooted every 90 days to avoid instability. The root cause is related to improper regular maintenance. There is no evidence of an nk device malfunction that may have contributed to the reported issue.

Event description:
The customer reported that the central nurse's station (cns) was locked up and unresponsive. There was no patient injury reported

Manufacturer narrative:
UDI related data quality updates. Corrected information: d1 brand name: corrected the brand name from cns-6201a to pu-621ra. D4 additional device information / model #: corrected the model # from cns-6201a to pu-621ra. D4 additional device information / primary unique device identifier (UDI) #: corrected the UDI # to include the production identifier (pi) information. This is a correction to the suspect medical device involved in the reported event, specifically the unique device identifier (UDI) information in section d of the FDA form 3500a.

Event description:
The customer reported that the central nurse's station (cns) was locked up and unresponsive. There was no patient injury reported.